Event description:
Additional information was provided indicating that the issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
H2: additional information: see a1, b5 and h6(patient code).

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical ventilator continuously alarms high pressure. No adverse patient effects were reported.